Event description:
It was reported that (1) device was used during a laparscopic nissen. It was reported by the affiliate that the h2tuv device was used once, then stopped working. The case was completed with a new instrument. There was no consequence to the pt.